Manufacturer narrative:
We have now concluded our investigation for the complaint received. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture, the reported file is held by the quality release team. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors include raw material issues or storage environment issues. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, allevyn life sacrum 21.6cm x 23cm pack of 10 dressings are leaving sheets of silicone all over patients. No patient injuries or other complications were reported.